Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates x-ray results revealed that both leads migrated. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray revelated lead migration. As such, surgical intervention took place wherein the leads were explanted and replaced with a new lead to address the issue.